Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture threshold, loss of capture (loc) and low sensing on the right ventricular (rv) lead. On (B)(6) 2025, an x-ray was performed noting that the right atrial (ra) and rv leads pulled back and lack of slack was observed. Slight migration of the implantable cardioverter defibrillator (ICD) was noted as well. The physician elected to explant the ICD system. The ICD and rv lead were replaced. There patient condition was stable.